Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a general surgery procedure, the procedure got delayed by 15 mins and it was completed by calibrating the image detector sensor. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm image intensifier did not work. Review of the log files confirmed the reported malfunction. It was reported that the presence sensors in the arch were detecting a non-existent shock due to a change in the air conditioning conditions of the exam room. The fse checked the system and confirmed that the cause of the issue was faulty image detector sensor. So, the fse replaced the image detector sensor to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm would not move. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.